Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) interrogation showed invalid data. The data was thought to have been corrupted by radiation. It was noted to be non-critical data. The device remains in use. No patient complications have been reported as a result of this event.